Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the package was received without screws inside. There was no patient involvement and no delay reported as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of the device history record for this part and lot combination does not list a lot and clock number for the issuance of the screws. Therefore, the screws were not issued to this lot. Based on the condition of the returned product, this is a confirmed nonconforming product and the complaint is confirmed. Review of the complaint history determined that no further action is required the root cause was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.